Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to patient anatomy (severely injured valve leaflets). A cause for the reported tissue injury could not be conclusively determined. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A mitraclip ntr was chosen for implantation. After implant, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Tissue damage was observed. No further intervention was performed and the procedure was aborted with mr unchanged. When the steerable guide catheter (sgc) was removed and an atrial septal defect was observed. No intervention was performed for the atrial septal defect and the patient was reported to be stable.

Manufacturer narrative:
The device was returned for analysis. The returned device analysis could not replicate the reported incomplete coaptation in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to patient anatomy (severely injured valve leaflets). A cause for the reported tissue injury could not be conclusively determined. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4117 device not accessible for testing. Codes added: component code - 402 actuator. Type of investigation - 10 testing of actual device.